Event description:
It was reported by service report that the scale was inaccurate due to malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this complaint was entered in error and there was no alleged malfunction. The unit was performing to specification.

Event description:
It was reported by service report that the scale was inaccurate.